Event description:
It was reported the patient was dissatisfied with the results of his scs system. The patient has not used his scs system for approximately 8 months and would like the system explanted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.